Event description:
It was reported by the customer "two port access needles are leaking. Found during long term infusion. Both cracked in the same place." This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer "two port access needles are leaking. Found during long term infusion. Both cracked in the same place." This report addresses the second device. Additional information received via medwatch: serious of 28 similar events from 9/27/2022 through 12/14/2022 from three lot numbers (asgsfc061, asgsfc052, and asgsfc076).a leak was noted from the mediport needle tubing during intravenous continuous infusion (ivci) of chemotherapy medication.  Events involve a patient will report leaking, or a nurse will identify a leak, after (24-48hr) infusion.  After each report, a crack was found at the bifurcation on the mediport tubing at the proximal site.  The cracks are nearly identical in nature.  These cracks have been associated with take-home 48-hour infusions with 5fu."28 occurrences were reported.  After follow-up with the customer, differentiating information was received. Multiple files were created to capture the differentiating information across the 28 occurrences.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set with y-site. Usage residues were abundant throughout the sample and the safety mechanism was engaged. Precipitate was observe on the y-site. Microscopic inspection of the sample did not reveal any damage. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during pressurization of the sample. Inspection of both luer adapters using an iso taper gauge revealed them to be within manufacturing specifications. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. 28 occurrences were reported by the customer. After follow-up with the customer differentiating information was received that required additional files. The following medwatch reports were created to capture the differentiating information across the 28 occurrences:  3006260740-2023-00176, 3006260740-2023-00175, 3006260740-2023-00174, 3006260740-2023-00173, 3006260740-2023-00172, 3006260740-2023-00178, 3006260740-2023-00179, 3006260740-2023-00180, 3006260740-2023-00181, 3006260740-2023-00177, 3006260740-2023-00187, 3006260740-2023-00186, 3006260740-2023-00185, 3006260740-2023-00184, 3006260740-2023-00183, 3006260740-2023-00182, 3006260740-2022-04404, 3006260740-2022-04515, 3006260740-2022-04406, 3006260740-2022-04407, 3006260740-2022-05664, 3006260740-2022-05840, 3006260740-2022-05841, 3006260740-2022-05859, 3006260740-2022-05858, 3006260740-2022-05910, 3006260740-2022-05982, 3006260740-2022-06010.

Event description:
It was reported by the customer "two port access needles are leaking. Found during long term infusion. Both cracked in the same place." This report addresses the second device. Additional information received via medwatch: serious of 28 similar events from 9/27/2022 through 12/14/2022 from three lot numbers (asgsfc061, asgsfc052, and asgsfc076).a leak was noted from the mediport needle tubing during intravenous continuous infusion (ivci) of chemotherapy medication.  Events involve a patient will report leaking, or a nurse will identify a leak, after (24-48hr) infusion.  After each report, a crack was found at the bifurcation on the mediport tubing at the proximal site.  The cracks are nearly identical in nature.  These cracks have been associated with take-home 48-hour infusions with 5fu."28 occurrences were reported.  After follow-up with the customer, differentiating information was received. Multiple files were created to capture the differentiating information across the 28 occurrences.